Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that one lead had impedances over 10,000 on electrodes 0-4 and 6-7. The patient reported good therapy and coverage in all areas. It was unknown if any external factors may have led to the issue. The rep re-tested impedances with a new battery and impedances were still out of range. No interventions were taken as the patient still reported good therapy. The issue was reported to be resolved. No symptoms or further complications were reported.